Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. No lot release records were reviewed as no product lot numbers were provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer's doctor reported that the patient was experiencing skin irritation the size of the adhesive at the pod sites. The doctor noted that this was not affecting the patient's blood glucose levels. The areas are itchy, inflamed and reddish in color. The irritation is not site specific, it is happening all over her body where the pods are worn. The doctor recommended using a film called duoderm to protect the skin. The patient was diagnosed with contact dermatitis and treated with a topical steroid, temovate cream. No pods were available for evaluation.